Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, stained keypad overlay, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The insulin pump passed the self test however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. The pump was programmed with test guardian 3 link transmitter and a test plug. The insulin pump communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to several programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for a day and no unexpected transmitter, test plug, and insulin pump communication errors noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that having problem with cgm pairing to insulin pump and transmitter sent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.